Event description:
It was reported that (1) device was used during a right lobectomy. It was reported by the affiliate that during the procedure, the surgeon stapled the bronchus with the tx30g device and there were a few staples which had not a "b" shape and not formed at all. They were standing up right in the bronchus. They took out the staples which did not form well and sutured the bronchus to complete the case.